Event description:
A report was made about a cracked and shattered touchscreen on a pump, making it difficult to read. There was no information provided regarding the impact on the customer's blood glucose level. The pump is expected to be returned, and a replacement pump with a new serial number has been arranged for the customer.